Event description:
At about 2 years 3 months after primary, the patient came in reporting pain and instability due to the femur being placed too valgus during the primary surgery. The surgeon revised the femur and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 july 2023. Lot 2007483: (B)(4) items manufactured and released on 15-oct-2020. Expiration date: 2025-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.